Event description:
It was reported that the patient had been hospitalized due to skin irritation on (B)(6) 2023. The patient's blood glucose levels reached over 200 mg/dl while wearing the pod. The patient was treated with bacitracin cream. The patient was provided with hibiclens. The patient was released an hour after getting to the hospital. The pod was replaced before going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.